Event description:
During review of medical records received by the legal department, it was discovered that the patient was revised due femoral loosening. Poly wear was noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. : during review of medical records received by the legal department, it was discovered that the patient was revised due femoral loosening. Poly wear was noted intraoperatively. Doi: (B)(6) 2003 - dor: (B)(6) 2005 (right hip). The devices associated with this report were not returned. Review of the device history records for the stem's provided product/lot combination did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the liner as the product and lot code required was not provided. The patient is a reported female, born (B)(6), with a calculated bmi of (B)(6). The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.